Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that he had to remove the dental implant after nearly 5 months due to the fracture of abutment. The installation region was 14#.